Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a no delivery alarm and keypad anomaly from the insulin pump. The patient's blood glucose of the time was 141 mg/dl. The customer stated he woke up with a no delivery alarm and he changed his set and still received the alarm. The customer stated that the buttons would not respond on the pump. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer stated that the insulin did exit. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no delivery alarm during displacement test due to dried substance build up on the motor slide however, the motor passed motor test. All of the buttons functioned properly and no moisture damage on the keypad traces noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.